Manufacturer narrative:
The technician found the siderail end tube was broken at the base. He replaced the end tube to repair the stretcher.

Event description:
Information received indicates the left siderail is not latching in the up position.